Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 407 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Sensor glucose value from reported event was 42 mg/dl. Sensor glucose and blood glucose difference 365. Sensor glucose and blood glucose difference was not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose values. Customer reports difference was occurring with the current sensor. Customer reports they did receive a sensor updating or sensor glucose not available alert. Customer reports they did not receive a calibration not accepted alert. Customer did not report consecutive sensor alerts with different sensors. The device will be returned for analysis.